Manufacturer narrative:
Evaluated 1 open/used reservoir performed manual inspection and found snap-cap/septum detached from the reservoir head and lodged inside of the base of the transfer guard. Unable to verify snap-cap dimensions. Evaluated 1 open/used reservoir. Performed pre-fill reservoir test. Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles . Also,checked reservoir¿s snap-caps width dimensions. Found snap-cap too tight to connect/lock/release properly. Evaluated 1 open/used reservoir. Performed pre-fill reservoir test. Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles. Also, checked reservoir snap-caps width dimensions. Using a new lab infusion set connected reservoir and found easy to connect/release.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that approximate size of air bubbles was air bubble was a quarter inch in size. The reservoir will be returned for analysis.